Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected (pump error 25). Customer's blood glucose at time of incident was 17mmol/l. The customer stated that the alarm occurred every 4 hours. The customer was advised to remove battery wait till red light stop blinking and pump turn off. The customer was advised and explained what to do. Customer took correction from pen.